Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was case completed: a different clip applier was utilized to finish the case was there any patient consequence: no.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with the jaws disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. This condition may have contributed to the malformation of clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.